Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was originally reported that the patient was unable to recharge the ins. The last recharge session took one hour and the antenna was hot so the patient stopped recharging. The recharger was going to be replaced. There were no symptoms or injuries related to the event. It was later reported that the replacement of the recharger made the situation better. The patient had two to four black bars on the recharger. The doctor identified that the ins was tilted in the pocket. The patient underwent surgical intervention. The ins was implanted into a new pocket. The ins and recharger are working fine and the patient outcome was very good.

Manufacturer narrative:
(B)(4).